Manufacturer narrative:
H11: additional manufacturer narrative: updated: b3, b4, d6, d9, g3, g6, h2, h3. H3: evaluation summary: customer report of stenosis was confirmed. X-ray demonstrated heavy calcification was observed on leaflets 1 and 2, moderate on leaflet 3. X-ray demonstrated frame was expanded, and deformed and pushed inward around leaflets 1 and 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 2 at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 3 at the inflow aspect. Host tissue was moderate at the frame inflow and outflow aspects. Host tissue fused leaflets 1 and 3 by approximately 2mm at commissure 1. Calcification restricted leaflet mobility and led to stenosis.

Event description:
It was reported that a patient with a 21mm 8300ab intuity valve underwent redo aortic valve replacement after an implant duration of four (4) years, six (6) months due to aortic stenosis. The explanted valve was replaced with a 23mm 11500a inspiris valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to stenosis. Therefore, a definitive root cause cannot be conclusively determined.